Event description:
A report was received that when the stimulation was on, the patient gets swelling at the midline incision site. The patient had an infection and the physician believed that the infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted. Devices were not returned to bsn as they were discarded by the medical facility.